Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up over 600 mg/dl. The customer¿s current high blood glucose 586 mg/dl. The customer had treated with insulin pump. The customer was assisted with performing displacement test and test result showed no reservoir detected. The customer's blood glucose at the end of the call was 595 mg/dl. The product was not returned for analysis.